Manufacturer narrative:
Corrections: brand name was corrected from custom distal femur to jts distal femur, lot number was correcte from pin 20122 to pin 14120. An event regarding alleged fractured implant involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: this is the jts implant for a distal femoral replacement which was inserted in (B)(6) 2016. The CT scan shows that the implant was fractured at the junction between the ha collar and the shaft of the implant. Therefore, the reason for revision has been confirmed. The causal effect of the fracture cannot be identified via the images provided. It may be due to patient factors such as body weight and activity levels, considering the patient has already had a previous fracture of the tibia implant therefore this incident may not be related to the quality of the implant itself. Further investigation of the device is required to determine the root cause. Product history review:review of the product history records indicate one device was manufactured and accepted into final stock on 17nov2008 with no reported discrepancies. Complaint history review: there have been 4 other events. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. It is reported that revision surgery was completed on 2018. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that patient has an stanmore custom device in situ, which has fractured.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It has been reported that patient has an stanmore custom device in situ, which has fractured.